Event description:
It was reported that during use of the guide catheter, when used to place an implantable pacing lead (ipl), the sheath of guide catheter kinked against the blood vessel wall when passed through the superior vena cava. Afterwards, the resistance of the ipl lead in the guide catheter increased. When the ipl lead was fixed and ready to be removed from the guide catheter, it was found that the sheath stuck the lead and could not be withdrawn. After several repeated attempts, the surgeon decided to remove the guide catheter and lead together and replaced the guide catheter for ipl implantation. The surgery was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.